Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient was hospitalized on (B)(6) 2026 due to hypoglycemia. The patient's parent indicated that a "dexcom g7 sensor not found" message was experienced and that the dexcom g7 sensor allegedly lost connection to the pod, although glucose readings remained visible in the dexcom app. As a result, insulin delivery reportedly continued at the preset basal rate and did not suspend during the hypoglycemic event. The patient experienced hypoglycemia and cramping, and the pod was removed at home when the low blood glucose level was recognized. The patient was admitted to (B)(6), where hypoglycemia was confirmed. During hospitalization, the patient underwent further evaluation for chest pain and suspected pulmonary embolism; however, pulmonary embolism was reportedly not confirmed. Additional insulin was reportedly administered due to the presence of ketones following reduced food intake. The pod was not worn during medical treatment. The patient's parent reported an approximate hospitalization duration of three days, with discharge planned between (B)(6) 2026 and later the same week. Additional information regarding the actual discharge date is being solicited.